Event description:
The radiofrequency (rf) head was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the lens was cracked, the device would not interrogate and failed uplink tests due to the cable being out of specification and the label backing was missing. (B)(4).